Event description:
It was reported that there was a tubing crack with a leak. A quadfuse extension set was in use on an umbilical venous catheter, when a crack with a leak was observed at the "nad." It was noted that the tubing was clamped off and the quadfuse extension set was replaced. The event occurred on a pediatric unit. There was no patient harm. Although requested, no additional patient information was provided.

Manufacturer narrative:
Correction: omit (3)white caps from d.11 on initial report. The customer's report that the tubing set cracked and leaked was confirmed. There were multiple cracks along the side of the set's female luer and a leak from the crack. Although damage was observed, functional testing was performed. Fluid from a lab syringe was pushed through. The fluid leaked from the crack. No other leak was observed. The root cause of the crack was identified as a result of internal stresses created in the luer during the manufacturing process that make it more susceptible to chemical/mechanical attacks.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a tubing crack with a leak. A quadfuse extension set was in use on an umbilical venous catheter, when a crack with a leak was observed at the "nad." It was noted that the tubing was clamped off and the quadfuse extension set was replaced. The event occurred on a pediatric unit. There was no patient harm. Although requested, no additional patient information was provided.